Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The user facility reports: during a training workshop on (B)(6) 2013, the electric pen drive would not turn off. Reportedly the device was not used in surgery. No injuries or medical intervention were reported. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by (B)(4). Report received indicates the customers complaint that the device would not turn off was confirmed. The device was tested and the complaint was duplicated. The evidence suggests this is due to electrical components failure due to usage and wear over time.